Manufacturer narrative:
Manufacturer control no (B)(4). The complaint report was reviewed; however, a comprehensive investigation could not be performed because no sample was returned for analysis. This issue was investigated previously under MDR #3006425876-2010-00055 and the device history records were reviewed under this reported complaint. The sample returned for that complaint was found unraveled and appeared to be related to difficulty removing the swg from the catheter. The potential cause could not be determined based upon the information provided and without a returned sample for this reported event.

Event description:
Reference MDR #3006425876-2010-00055 for the first event involving the same patient. It was reported the catheter was inserted via left subclavian vein. The entire insertion of the catheter was without event. However, during removal of the spring wire guide (swg), the wire became stuck and could not be removed. A second kit was opened from the same product using the same lot number. As a result, the same event occurred. The swg and the catheter were simultaneously removed and a third kit was opened and used successfully.